Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent down and up arrow button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they placed a new battery in the pump but it is still not working. Customer was going to do a manual bolus when the alarm occurred. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer is in need of syringes and a back-up. Customer will visit the local medical establishment to get supplies. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.